Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: while taking precautions, because there was some plaque in the vessel, but the vessel was big enough (9-10mm) to use manta, therefore, we did not want to deploy the footplate too deep and risk dragging it. So again, we decided to see if we could utilize ultrasound to visualize footplate. We inserted the dilator and sheath, and then when it became time for insert the manta portion of the device, it would not insert through the valve of the sheath. We pulled the manta portion out and noticed that the bypass tube was pulled back and the whole footplate was exposed, we pushed the bypass tube over the footplate (thinking maybe the footplate was holding it up from going through the valve) and tried again, and the device would still not go into the sheath. I retrieved another full manta device and tried to use another new manta portion of the device using the same sheath (again thinking that it was the bypass tube that was not going, or not fitting). However, this would not go through the valve either. So unfortunately, both collagen manta devices were soaked in blood, and we did not feel comfortable using them, so another full 14f device was used, with a new sheath. Although the physician did have trouble getting the bypass tube in, he was able to get the 3rd device to snap together. We pulled back to our originally measure number and then tried to visualize with the footplate in the vessel with us, however, the image was very hazy and blurry, and nothing could be seen. Physician needed to use a steeper angle because he may be in the vessel a little deeper than he needed to be. At this point, because normal flow of the device was interrupted, physician deployed the device incorrectly . Physician seemed to pull the device back while deploying the footplate at the same time, deploying the footplate in the skin tract. Tried to remove the device, but it was stuck. The device was cut loose, a cut down was performed, all pieces (collagen, foot plate, marker) were removed from the skin tract during the process. Vessel was closed appropriately, patient doing fine. Associated to: MDR 3010252479-2022-0097 manta, MDR 3010252479-2022-0098 manta.

Manufacturer narrative:
Three 14f manta closure units and sheaths were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. One unit was locked into the sheath; lever was deployed indicative of the components being released. No anchor, collagen or radiopaque lock could be noted within the lumen. The levers of the other two units were not engaged, and the anchor, collagen and radiopaque lock observed to be within the lumen. The button valve of the sheaths was not torn. The closure units were functionally tested in terms of introducing it via the button valve. Resistance was experienced when advancing both manta units in both sheaths. The device lot history record review indicated during the lot release of this manta 14f lot, a single device exhibited a failure of the collagen deployment specification. No other non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was planned for closure in the left femoral artery. Arteriotomy was 9-10mm, with moderate medial calcification, mild iliac tortuosity, and a depth deployment measurement of 6mm. Access was gained utilizing ultrasound and positioned above the bifurcation. The physician endured difficulty advancing and withdrawing the larger procedural sheaths through the access site, and noticed the access was achieved through a skin fold. The physician decided there might be a measurement discrepancy and would take precaution when the time came to close with manta by utilizing ultrasound to verify the anchor was within the vessel. Plaque was present, and the physician did not want to risk deploying the anchor too deep, possibly dragging it. As precaution, ultrasound again was utilized to visualize the anchor. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician had trouble attempting to advance the bypass tube into the sheath hub. The physician pulled the closure unit out and noticed the bypass tube was pulled back, exposing the anchor. The physician chose to push the bypass tube back down the delivery tube to cover over the anchor and again tried attempting to advance the bypass tube into the sheath hub; and again, the physician had trouble attempting to advance the bypass tube into the sheath hub. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure preparation suggests confirming via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Associated to: ·MDR fu-3010252479-2022-00097 manta. ·MDR fu-3010252479-2022-00098 manta.